Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus). A reimplant surgery was performed in which the existing device was removed and a new aus was implanted. The patient did not experience any additional adverse event and was said to be stable following the procedure.